Event description:
I had a sepramesh placed in for a hernia in 2004. After the placement I have had a lot of very serious issues. I had developed pain in my abdomen as well as a continued almost daily fever of up to 103. After years of searching with exploratory surgery, cdc docs, and nuclear testing, I was told to review the listing of the FDA. It seems there are several other cases to include mine having issues with this particular product. I have suffered a lot and just want some answers to this problem. I feel an investigation into this product should be looked at and something done because there is obviously a problem with it such as the kugel recall. If this is needing to come out I want it out. And, I want the public to be aware.